Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is malfunctioning. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site telephone:(B)(6) ), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is malfunctioning. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival he states that, no specific problem reported and no error or fault codes reported from users. No other info available or known.troubleshot unit. No faults or errors codes in logs. Testing unit no leaks found. No problems found. Attached fault log pic.no parts used. Completed all functional and safety tests per manufacturer specifications.

Event description:
N/a.